Event description:
A customer at the (B)(6) filed a complaint with life technologies corporation distributer (B)(4). The customer reported seeing high background in results when using secore c locus sequencing kit (catalog # 5320025). High background would give the customer a no type result. (B)(4).

Manufacturer narrative:
The internal investigation for secore c locus sequencing kit (catalog # 5320025) is on-going as of (B)(4) 2013 and additional information with be submitted in the follow-up report.